Event description:
(B)(4). Perfectly health before essure. Hot/cold flashes on legs. Belchin, inflammation , abdominal pain, muscle pain, pelvic pain, migranes. Axis reflux, shortness of breath and chest pain.